Event description:
It was reported that the tray was cracked and could allow fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked tray.